Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information has not provided to bsc. Good faith effort to obtain the information is currently in progress, but it was not currently available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure involving a faradrive sheath 3cc of bleed back came out of the sheath while exchanging a mapping catheter for farawave catheter. No patient complication occurred. No further patient, procedure, or product details were reported.